Event description:
It was reported that multiple patients have access to the pca pumps due to a key. Additional information received: the customer states "tampering did occur; however, there was no patient harm". In addition, it was reported this patient has a history of tampering.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.